Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend the helix caused the inner conductor coil to break.

Event description:
It was reported that this implantable lead was an attempted implant due to helix extension issues. The helix mechanism was unable to be extended after 30 turns and was believed due to the patient anatomy. Another lead was successfully implanted. No adverse patient effects were reported.